Manufacturer narrative:
(B)(4)

Event description:
Information received from the healthcare professional (hcp) via the manufacturer's representative reported the trial lead was placed without difficulty. During intra-procedure testing, high impedances were observed. The physician removed the lead from the snap lid cable and put it back in. The impedances remained high. A new snap lid cable was used and the issue remained. It was noted the impedances were greater than 10000 ohms, and that one point all impedances were high, while at another point only 2 electrodes in the middle of the lead were normal and the rest were high. The lead was removed and replaced and all impedances were normal. The patient's status at time of report was noted as no injury or adverse event. There were no patient symptoms or injuries reported. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained. Should additional information be received a follow up report will be sent.